Manufacturer narrative:
One nozzle assembly was returned for evaluation to the tosoh instrument service center (isc) with no shipping damage. Visual inspection of the nozzle assembly noted that the part was broken into two pieces. No further testing was performed. The reported event was confirmed. The most probable cause of the reported event was due to operational error. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.. Fse arrived at the site to address the reported event. Inspection of the device revealed that the nozzle assembly was bent like a "z". Fse replaced the nozzle assembly, performed adjustments, and verified alignments. Fse was subsequently able to run quality control (qc) in cups and tubes, without errors. No further action was required by field service. The device was installed at the site on (B)(6) 2018. A complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 11sep2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-360 operator's manual, under chapter 7- error messages and flags was reviewed. 2012 air detected (diluent): the aia-360 operator's manual indicates that the 2012 air detected (diluent) error message is generated when there is no contact with the liquid surface after sample suction. The operator is instructed to contact the tosoh customer service. 2013 sample level detection error the aia-360 service manual indicates that the 2013 sample level detection error message is generated when there is a failure to detect fluid level, even when lowered to sample cup or test tube bottom. The operator is instructed to check the ad value when sample nozzle detects fluid surface or check threshold value; and contact the service department. The most probable cause of the reported event was due to operational error.

Event description:
It was reported that the customer received "2012 air detected (diluent)" and "2013 sample level detection" errors while running patient samples on their aia-360 analyzer. Technical support (ts) instructed the customer to remove the back panel to inspect the sample nozzle. The customer noted the sample nozzle to be bent. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for parathyroid hormone (pth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.